Manufacturer narrative:
MDR 3003721894-2016-00089 is associated with (B)(4).corega is marketed as poligrip in the us.

Event description:
Diabetes increased [diabetes mellitus aggravated]. Case description: this case was reported by a consumer via call center representative and described the occurrence of diabetes mellitus aggravated in a male patient who received gsk denture adhesive (formulation unknown) (corega) unknown for product used for unknown indication. On an unknown date, the patient started corega. On an unknown date, an unknown time after starting corega, the patient experienced diabetes mellitus aggravated (serious criteria gsk medically significant). On an unknown date, the outcome of the diabetes mellitus aggravated was not recovered/not resolved. It was unknown if the reporter considered the diabetes mellitus aggravated to be related to corega. Additional details: the consumer called and enquired if corega had sugar as composition because his diabetes increased too much. He was informed there is no sugar on the composition.